Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator was associated with increased charge frequency, requiring daily or every 1-2 days recharging instead of the previous 7-11 days. The pt confirmed they tried several programs, but all of them resulted in charging more. The patient experienced pain and a burning sensation after sitting and charging the implant for a while. The pt was wondering if they were hurting themselves by charging so often. The pt confirmed the implant site was all healed up, but sometimes they still had pain at the ins site after sitting for awhile because the object in their body was "still pushing". Additionally, the patient reported experiencing anxiety and grief six days post-operation. The agent reviewed charge frequency expectations and redirected the patient to their healthcare provider for further evaluation. The patient planned to discuss these issues with their doctor at an upcoming appointment.